Event description:
Procedure type: ladg. According to the reporter: prior to use the jaw could not open and close smoothly. The jaws could be opened when the open button was pressed, and the jaws could be closed when the close button was pressed. The jaws failed to open and close completely. Opened another instrument to complete the case. There was no patient involvement. Operating time was not extended. Unknown use of reinforcement material.

Manufacturer narrative:
(B)(4).